Manufacturer narrative:
H3: per customer, return device not available. Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded the expected negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. Case details indicate that four drops of urine were added to the cassette, not three. Correct sample volume is important to ensure accurate results. This deviation in technique cannot be ruled out as the cause of reported issue. Details regarding the amount of time between adding the sample to the cassette and reading the result were not provided. Per the package insert, hold the dropper vertically and transfer 3 full drops of urine (approx. 100 ¿l) to the specimen well of the test device, and then start the timer. Avoid trapping air bubbles in the specimen well. Read the result at 3-4 minutes. Do not interpret results after the appropriate read time.

Manufacturer narrative:
Unknown if devices will be returned; awaiting information from customer results pending completion of the investigation.

Event description:
On (B)(6) 2021: patient presented for an unspecified gi procedure. Per policy, a urine specimen was tested on the fisher sure-vue hcg urine cassette and a positive result was obtained. The test was repeated on the fisher sure-vue hcg urine cassette using the same urine specimen and another positive result was obtained. Patient requested a confirmatory blood draw to confirm if positive result was correct. Confirmatory lab draw was performed and the quant provided a negative result. Exact result not provided. Physician also ordered an alternate qualitative blood test (brand/specificity unspecified) and the result was negative. On (B)(6) 2021: patient had a follow-up appointment. Additional qualitative and quantitative tests were performed and results were negative. (Exact quant result not provided. Brand/specificity of qualitative test not provided). Unknown whether the same urine specimen from (B)(6) 2021 was used. There was no patient harm nor adverse event as a direct result of the false positive result. Although requested, no other information was provided.